Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient¿s pump was continuing to have issues with "suddenly quitting" where the patient felt like the medication had stopped for around 24 hours before it starts up again. The patient confirmed the pump did not alarm and a company representative (rep) had checked the pump logs, which showed no errors. The patient had discussed it with their healthcare provider (hcp). It was noted it originally began a few months before the pump was replaced. It was reported they would have withdrawal symptoms and they would have to "take it out" because of infection or other reasons. {refer to manufacturing report # 3004209178-2021-17666 regarding intermittent periods of withdrawal symptoms and pump replacement}. Previously an MRI was done and did not show a granuloma, so the pump was removed and replaced, but they did not replace the catheter. It was noted they did a catheter dye study in the past but not recently. It was reported there was "a little resistance" but did not show "any cracks or anything" {refer to manufacturing report # 3004209178-2021-06057 regarding dye study performed and withdrawal}. It was further reported their hcp thought it could be related to positional movements like when the patient lays on their back. The patient had experienced the withdrawal symptoms for the second time in a week, indicating the issue was getting worse. The patient was redirected to their healthcare provider.